Manufacturer narrative:
Concomitant medical products: 429888 lead implant date: (B)(6) 2021; dtma1qq crt-d implant date: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible far field r-wave (ffrw) oversensing on current and stored electrograms (egm) which appears to have caused false detection of some episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.